Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) moved and was replaced in 2009. Further follow-up is being conducted to determine what troubleshooting or diagnostics were performed, and if any symptoms were experienced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
System report - information references the main component of the system and other applicable components are: product ID 748940, serial# (B)(4), explanted: (B)(6) 2009, product type: extension. Product ID: 389033, lot# j0511425v, explanted: (B)(6) 2009, product type: lead. Based on additional information received, the previously reported eval code-conclusion of no longer applies to the event. Code of now applies.

Event description:
Follow up information received reported that the percutaneously placed epidural lead slipped out of position and was explanted. Need leads were then placed. It was also noted that the ins generator was reaching "battery exhaustion" and was replaced. Following the revision/explant procedure, the patient was taken to the recovery room in stable condition.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that during the replacement procedure, traction on the leads allowed ¿delivery of the entire lead system for explant¿. The ins was placed but it was not possible to achieve a central location in the laminar space at l1-l2 or for cephalad migration to the top of t11 where the epidural electrode had been placed. There were multiple attempts of the lead placement without success. The location of the electrodes was successfully placed to the appropriate location in the t12-l1 interspace. The depth was checked and found to be satisfactory. It was confirmed that the patient was taken to the recovery room awake in stable condition.